Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. Images were provided by the customer showing the area of the defect. During visual inspection, the safeset port was received separated from the 27" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation occurred due to insufficient solvent coverage on the tubing during assembly at ensenada. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip where it was reported that while attempting to get patient ready to transport for CT, arterial line tubing became disconnected, causing blood to flow freely. Bedside monitor alarmed and issue was discovered quickly, so blood loss was minimal. No clear episode of anything getting caught on tubing caused the separation of tubing. There was patient involvement and no adverse event.